Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens remained folded in the pt's left eye until the end of surgery. There is no report of pt impact. According to the surgeon, the edges of the optic became opaque, and the opacity decreased in about 2-3 weeks. Please refer to MDR 1119279-2014-00284 for the pt's right eye.